Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5083055. (B)(4). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2018.  Reportedly, the internal bolster was in the correct placement in the stomach via esophagogastroduodenoscopy. According to the complainant, during patient's care on (B)(6) 2018, peg tube was dislodged and found in the bed. According to the attached maude report, there is no customer information; hence, there is no customer to contact for additional information. Should additional relevant details become available, a supplemental report will be submitted.